Event description:
It was reported that the pt had excessive scarring around the extensions traveling from the implantable neurostimulator (ins) to the lead implanted in the pt's head. The pt experienced neck stiffness as a result. The pt was scheduled for an extension revision at the battery and neck sites on (B)(6) 2011 because when he moved his head it pulled on the battery creating visual movement of the ins. It was unclear if the pt had properly placed strain relief loops. Additional information received reported that the pt had the revision. Two weeks after the revision the pt was doing better. He had no neck stiffness and was moving and exercising his neck. There was no ins movement/pulling. No devices were explanted.

Manufacturer narrative:
(B)(4).